Event description:
It was reported that the implantable pulse generator (ipg) was not pacing the atrial lead appropriately. A grommet/setscrew problem was suspected. The device was explanted and the atrial lead tested through the analyzer with no issues. A new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device found a set screw with a rounded socket. (B)(4).